Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging does not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 (08/14/2013)-correction and product evaluation: this supplemental report is to note a correction and provide the analysis results of the returned subject meter. Previously reported follow-up #1 inadvertently referenced meter and should be corrected to test strips. The subject meter and test strips were returned on 07/26/2013 and 07/10/2013 and analyses completed on 08/07/2013 and 07/29/2013, respectively by lifescan product analysis with the following findings: the reported complaint was confirmed due to the battery being dead/low at the time of investigation. With a replacement battery, the meter functioned normally and no issues were found. The test strips passed all tests with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 (08/05/2013)-product evaluation: the subject meter was returned on 07/26/2013 and analysis completed on 07/29/2013 by lifescan product analysis. The reported complaint could not be confirmed. The device met all specifications for testing and no issues were observed during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.